Event description:
It was reported that the patient experienced neuropathy in the feet. The patient underwent a revision procedure wherein a third lead was added and the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.